Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.

Event description:
Product was returned as an implant failure because of bone condition. Doctor stated ¿labial bone lost¿. Based on the report, the patient had good oral hygiene and moderate bone condition. The fixture was placed with a traditional 2 stage surgery in tooth location # 6. Prosthetics attachment single. Bone material cancellous and hydroxy appetite was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient outcome was stable, but treatment ongoing. The patient is pending surgery for re-implant.